Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 509 mg/dl. The customer stated that the insulin pump had a blank display. The customer was assisted with troubleshooting. Customer states that display did not return after restart. Troubleshooting was not performed. The insulin pump will be returned for analysis.